Event description:
It was reported that during a right upper lobectomy procedure, it was found that the tip of the sleeve was missing during use. The missing size was about seven mm times six mm. The device was used as a camera port and placed on the gland in the armpit of the eighth intercostal space. The operation was converted to open and the doctor looked for the fragments of the device. However, no fragments were found inside the patient. The doctor has commented it cannot be denied there is a possibility that the fragments are inside the patient as of now. The doctor also commented the device had been resterilized twice, so the sleeve might have broken before the operation. Unknown if there were adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.